Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that 2-3 months after the ins was implanted it seemed like it had fallen or something. The patient stated that when she would sit down she as actually sitting on the bladder stimulator. The patient noted that the health care professional had to go back in and replaced it up higher. There were no further symptoms or complications reported or anticipated.